Manufacturer narrative:
A ge service rep performed an onsite investigation. Both monitors and associated power supply cables were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that both monitors were intermittently blanking out. The system was pulled out of the case and the case was finished with another c-arm. There is no report of pt injury associated with this event.